Manufacturer narrative:
Conclusion: manufacturing. A review of the device history record (DHR) was performed and found no issues or non-conformances. Visual analysis of the returned coil revealed the pgla suture is partially present but has disintegrated along the entire coil length. No other defects were noted. It is known that this issue is caused by an increased level of moisture during post-sterilization drying time. Therefore, the root cause of the degraded suture was determined to be manufacturing.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported during preparation of the device he noted the polyglycolic-lactic acid (pgla) suture on the coil had prematurely degraded. There were consequences or impact to the patient.

Event description:
The physician reported during preparation of the device he noted the polyglycoliclactic acid (pgla) suture on the coil had prematurely degraded. There were consequences or impact to the patient.